Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter and faradrive sheath, the physician and scrub tech noted influx of bubbles when aspirating and flushing sheath. Sheath hub had loosened at handle allowing air. It was also noted that farawave stopcock was loose as well allowing air in as well. The devices were aspirated and flushed repeatedly, but ultimately, the sheath and catheter were replaced with new devices to finish procedure successfully. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath did not pass leak testing as the device could not maintain pressure within the sheath and a leak was seen from the hemostatic valve. Inspection of the hemostatic valves found the external valve torn on the outer and inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a procedure with a farawave catheter and faradrive sheath, the physician and scrub tech noted influx of bubbles when aspirating and flushing sheath. Sheath hub had loosened at handle allowing air. It was also noted that farawave stopcock was loose as well allowing air in as well. The devices were aspirated and flushed repeatedly, but ultimately, the sheath and catheter were replaced with new devices to finish procedure successfully. The sheath is expected to be returned for analysis.